Manufacturer narrative:
Block b3: exact date unknown, event occurred the last few months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to be charged. The patient underwent an ipg replacement procedure for a full body MRI conditionality. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the facility.